Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer then experienced an elevated blood glucose level of 405 mg/dl. The customer required assistance from family who gave a correction bolus and changed supplies to address bg. Customer continued to use the pump for insulin therapy. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.